Event description:
Cryo system displayed "refrigerant flow error." All of the connections were replaced. The catheter was then replaced. The cryo system was removed. A cryo system from mott hospital was borrowed and used during the case. There was a significant delay in the case due to the length of time to determine the issue with cryo, and receive a back up system from mott. The system is suspected to be faulty. No injury came to the patient. A new catheter was handed off with the mott cryo system, and functioned properly.